Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: where did you receive the product from (ethicon, distributor, etc)? The product was originally shipped from jjkk to the distributor. Then, it was delivered from the distributor to the hospital. Lot number? Qjmare. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Any hole, tear, or puncture that compromises sterility? No further information is available. Open or incomplete seal? No further information is available. Was the outer case that the package arrived in damaged? No further information is available. Do you have any photos of the damage package? No photos are available. Was the suture seals on the foil still intact? No further information is available. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 2360 g/m.

Event description:
It was reported that a patient underwent total knee arthroplasty on (B)(6) 2021 and barbed suture was going to be used. During the procedure, it was found that the suture had come out of the aluminum package, so the suture could not be used. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 05/26/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that an opened sample of product code sxpp1a301 was received for evaluation. Visual inspection of the opened sample, the foil was received empty and completely opened and no marks of the suture at the sealed area could be observed, and the needle-suture was received dispensed; for this reason, it was not possible determine if the suture had been come out of the aluminum package. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused the reported complaint. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device lot number qjmare, and no non-conformances related to the reported complaint condition were identified. ¿ trade name - irgacare®; ¿ active ingredient(s) ¿ triclosan; ¿ dosage form ¿ suture/solid/parenteral; ¿ strength ¿ = 2360 g/m.